Event description:
It was reported that a user experienced elevated blood glucose after eating while using the ilet system, with a reported peak of 222 mg/dl that decreased to 135 mg/dl after monitoring and time. Customer care provided support that included education with follow-up monitoring guidance. Investigation of this case revealed resolution of glucose elevation with observation and no device malfunction identified. No symptoms associated with hyperglycemia reported. Outcomes included no medical intervention. It was concluded that the hyperglycemia had an unclear cause and that the device functioned as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.